Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.55v and the daily measurement was 2.93v.

Event description:
It was reported that battery voltage at interrogation was 2.55volts. Save to disc battery voltage reading 2.93 volts. It appeared to be low battery voltage. The devise is in use. No patient complications have been reported as a result of this event. Edit (B)(6) 2011: the device was explanted and replaced due to normal battery depletion.

Event description:
It was reported that battery voltage at interrogation was 2.55volts. Save to disc battery voltage reading 2.93 volts. It appeared to be low battery voltage. The device is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device 1 oper code to lay user/patient, changed event date and facility date to unknown, completed sentances in event description. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.55v and the daily measurement was 2.93v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed. On (B)(6), 2010, the battery voltage with telemetry was 2.55v and the daily measurement was 2.93v. (B)(4) the device was returned and analyzed. The battery had high impedance. The device is part of the advisory for this model.

Event description:
It was reported that battery voltage at interrogation was 2.55volts. The save to disc battery voltage reading was 2.93 volts. It appeared to be low battery voltage. The device is still in use. No patient complications have been reported as a result of this event.